Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the touch screen to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the touch screen involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa installed the touch screen into a printed circuit assembly (pca) xi system and it failed, as the touch screen was slow to respond. Fa noted the root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the touchpad on the surgeon side console (ssc) 1 stopped responding. The intuitive surgical, inc. (Isi) technical support engineer (tse) did not find any errors in the system logs. The tse suspected that the touchpad would need to be either re-calibrated and/or replaced; however, it was not possible for the customer to troubleshoot and restart the system at the time of the call. The operating room (or) team had already switched to the ssc 2 and proceeded with the case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.